Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 8/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she had gone to the ER on (B)(6) 2017. Customer stated her blood glucose lab result when at the hospital was 640 mg/dl (not stated if fasting or non-fasting). Customer stated the diagnosis was ketoacidosis. Customer stated she was given two doses of ten units of insulin. Customer left the ER the same day. Customer has an additional meter and declined to have a replacement sent.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the blood sample was absorbed. The customer had not been able to test since (B)(6) 2017. The customer has two truemetrix meters and both displayed the e-5 error message. The customer was using the proper testing technique. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of blurry vision and frequent urination. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date at the time of the call was a few days. The meter memory was not reviewed for previous test result history.